Event description:
It was reported that the patient presented in clinic for follow up. Upon examination pocket infection was noted. The system was explanted. A new system was implanted on (B)(6)/2017. The patient was in a stable condition.